Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate shock. Programming changes were recommended but not yet implemented. The patient was stable.

Manufacturer narrative:
Correction: g3 for previous retraction should have been may 1, 2025.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-14966, as the same event was reported under 2017865-2025-15204.